Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use, the peritoneal dialysis (pd) catheter tube ruptured near the stomach. The catheter had been implanted and the patient changes the gauze herself. The patient had left the gauze on too long causing the tube to rupture which lead to an intra-abdominal infection in the patient. The patient was treated in the hospital in (B)(6) and has stopped dialysis.